Manufacturer narrative:
(B)(4). Additional information: device manufacture date: january 8, 2016 ¿ january 12, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the tubing has been completely separated from the solvent-bonded area of the stressmember near the fillport. Microscopic examination on the tubing revealed the direct cause of the separated tubing was due to no solvent on the tubing. The reported condition was verified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the small volume intermate was compounded with piperacillin/tazobactam, the tubing disconnected from the fill port. There was no patient involvement. No additional information is available.